Event description:
The customer reported that the syringe has leaked fluid into the needle cap. The customer elected to administer the labeled leukocytes to the pt. Upon injection, the plunger failed. Both the radioactive leukocytes and the pt's whole blood seeped past the plunger and dripped onto the technologist and the floor. The injection room had to be shut down until the biohazardous contamination and the radioactive contamination could be contained.